Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer confirmed that the drive support cap was normal. The alarm history could not be accessed since the pump also experienced an unexpected restart alarm. The customer attempted to fill the cannula and another motor error alarm occurred. The customer also mentioned that the pump received several motor errors within the last thirty days. The insulin pump is out of warranty and an out of warranty letter will be sent to the customer. No products were shipped or returned.